Event description:
It was reported that a patient underwent an unknown spinal procedure with screw instrumentation. At an unknown time post-operatively, it was reported that a screw was broken. A revision surgery is scheduled. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the implants that could be responsible of the event. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the breakage can not be determined with the provided information.